Event description:
The pt reportedly experienced intermittent lock and sound quality issues. In 2007, testing confirmed that the device was not functioning. Surgery to explant the pt's device is scheduled.